Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with an anterior/posterior colporrhaphy and intraoperative cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat uterus prolapse and vaginal prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary problems and recurrence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent removal of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
It was reported that the patient concurrently underwent vaginal sacrospinous suspension.

Manufacturer narrative:
Date sent to the FDA: 07/31/2017 patient codes: (B)(4) ¿ urinary tract infection, (B)(4) - inflammation additional narrative: it was reported that following insertion the patient experienced recurrent urinary tract infection, atrophic vaginitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced obstruction and discomfort.